Manufacturer narrative:
Citation: liu k, et al. Investigation of failure modes of explanted porcine valves in the mitral position. J thorac dis. 2021 may;13 (5):2858-2866. Doi: 10.21037/jtd-20-3578. Earliest date of publish used for date of event: may 1, 2021 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the morphological and pathological features of deteriorated porcine mitral valves after explantation. All data was retrospectively collected from a single center between september 2018 and december 2019. The study population included 12 patients (predominantly female; mean age 55 years; mean weight 62.4 kg). All patients had a deteriorated porcine mitral valve explanted and examined to determine the failure modes and damage characteristics. Of the explanted valves, 5 were medtronic hancock ii porcine mitral valves. No unique device identifier numbers were provided. The mean implant duration for the hancock ii valves was 7.75 years (range, 4.25 to 12 years). Among the explanted hancock ii valves, the authors observed the following types of dysfunction: cusp tears, commissural dehiscence, calcification, pannus formation, mitral regurgitation, and combined mitral regurgitation/mitral stenosis. No additional adverse patient effects or product performance issues were reported.